Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that the pump was over/under cycling. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: during investigation, there was a confirmed 064 alarm observed in the black box. The complaint could not be duplicated during investigation. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. There was moisture observed behind the display lens. A leak test failed at a crack in the pump case. The pump was opened to inspect the motor related components. There was moisture observed throughout the interior.